Manufacturer narrative:
Exemption number e2016018 b. Braun medical inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical internal report number (B)(4). The volumetric accuracy was tested three times at 100ml/hr and 10ml and tested in specification with vtbi counting correctly. The pump's operational log could not be reviewed with the customer supplied infusion data. Preventive maintenance service, including pump calibration, was completed. Based on the results of the investigation, the pump operated as intended. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
Exemption number e2016018 b. Braun medical inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reports, "the pump stops short of volume to be infused; it is not infusing the entire vtbi (volume to be infused); pump misidentifying the volume to be infused. Limited information provided. No injury.